Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported the system displayed an ad channel error. This error means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.